Event description:
During priming of a cardiopulmonary bypass surgery, the mounting surface of a level sensor detector was found to the deformed. There was no adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.